Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. Examination of the returned device revealed evidence of clinical use including biological material on the distal tip as well as an indentation in the teflon pad. Visual inspection confirmed there was damage to the black pad. The black pad was melted and formed rough ridges and strands. The damage to the pads is usually indicative of the jaw being closed without tissue between the blade and pad. A review of the lot control sheet (lcs) indicated that all required inspections and tests were conducted on all scalpels in the lot in question indicating that the instrument was in working condition when released from stryker® sustainability solutions. The instructions for use (IFU) reprocessed harmonic ace shears without adaptive tissue technology states: ¿care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Clamping the tissue pad against the active blade without tissue on the full length of the blade will result in higher blade, clamp arm and distal shaft temperatures and can result in possible damage to the instrument."

Event description:
It was reported that dark, thin fibers came off the device. The investigation revealed the fibers were part of the arm pad. There was no patient injury, medical intervention, or adverse consequences. The procedure was completed successfully without any delay.